Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was sticking for two weeks but had just stopped responding. The patient reportedly wore the pump in an undergarment and occasionally cleaned the pump with a dry cloth. This report is made based on the allegation of the down arrow button issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with the keypad fully intact but with evidence or wear. No peeling or tearing was observed. The ok, contrast, and up arrow buttons respond as expected. The down arrow button was inoperable and did not respond when pressed. Corrosion was found on the keypad flex. All buttons have normal spring-back. The keypad was removed to investigate and evidence of contamination was found under all of the contact buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under. (B)(4).